Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because the device reached a battery status of eri. No allegations were made against this device during its service life.